Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report that the subject pump had powered off without warning after getting pump wet while watering grass. At the time of troubleshooting the patient denied any visible physical damage to the pump or battery cap. The patient stated the battery cap had been replaced 1 week prior and was secured to the pump. The patient informed customer support that there was evidence of moisture along top of pump's display. At the time of the call, customer support noted that the pump powered back after the patient had placed battery cap back on the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was moisture in the display lens. Pump has audible sounds but no vibratory sounds and the display screen is blank. The history and black box was not able to be downloaded. A display lens leak was found during a leak test. The pump cover was removed and internal moisture was found in the pump. Investigators were unable to complete required investigation due to internal moisture damage. Evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.